Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: bariatric surgeon at the hospital inserted the camera scope into the 12 mm optical trocar. Trocar and scope were inserted. When they tried to remove the scope, it was lodged inside of the trocar. They used saline to loosen the scope from the trocar. It did not work. They tried to twist the trocar, and the trocar fell apart into three separate pieces. The blue trocar housing, the metal shaft and the optical end piece. No patient injury reported. Patient current condition is fine.